Manufacturer narrative:
Al mixing properties/working characteristics satisfactory on retained samples. Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather is pt related.

Event description:
First mix of cement was 3-packs. The cement set extremely fast and appeared to have a tacky texture. Fist inclination was, of course, to now mix 2-packs instead of 3. The 2-packs, which were from the same 10-pack box, again set very quickly and had a tacky texture. The surgeon did use that 2nd mix to implant a precision long stem femoral hip stem. It did set extremely quick. The mixing method and storage method was not out of the ordinary. There was no adverse consequence for the pt.